Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level of over 600 mg/dl. Customer was unable to stopped throwing and also had nausea. Customer was treated with insulin drip and fluids and stopped using insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump also had insulin flow block alert. Customer didn't change the infusion set, but she did manual injections, but that did not seem to work. The customer stated that after vomiting and not being able to bring her blood glucose down she use her life alert and went to the hospital. Insulin pump will not be returned for analysis.